Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. Please note: this product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported to boston scientific on (B)(6) 2025 that the patient with this electrode developed an infection which was suspected to be due to a recent pocket revision. Subsequently, on (B)(6) 2025, the patient's subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted with manual traction. Once the infection is clear, the patient will be implanted with a transvenous ICD system. Besides the infection and surgical intervention, no other adverse patient effects were reported. Additional information: a transvenous ICD system was successfully implanted on (B)(6) 2025. Besides surgical intervention, no other adverse patient effects were reported.

Event description:
It was reported to boston scientific on (B)(6) 2025 that the patient with this electrode developed an infection which was suspected to be due to a recent pocket revision. Subsequently, on (B)(6) 2025, the patient's subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted with manual traction. Once the infection is clear, the patient will be implanted with a transvenous ICD system. Besides the infection and surgical intervention, no other adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. Please note: this product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.